Event description:
On (B)(6) 2012 a distributor reported that a vns treating physician's handheld was not working. They tried a hard reset but it did not resolve the issue. No further information was provided. Attempts for further information have been made but have been unsuccessful.

Event description:
On (B)(6), 2012 it was reported that the wand would be returned for product analysis. The wand was returned to the manufacturer on (B)(6), 2012. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012, when it was clarified that the issue was that the programming system would not interrogate. Troubleshooting was performed with no success. No patients were affected by this issue. The failure to program was isolated to the wand as the handheld worked fine with a different wand. The wand cannot be returned for product analysis due to lack of appropriate customs documentations for the country it resides in order to return it to the manufacturer (due to age of the device).

Event description:
On (B)(6) 2012, it was discovered during product analysis of the wand that the serial data cable, which produced communication errors, had an intermittent conductor at the handle location. A known good bench serial data cable was substituted and all communication errors cleared. Internal visual analysis found that the pcb had been modified with shielding material on both upper and lower case halves. Both case halves were electrically connected together and it appears that they were then electrically connected to the shield portion of the serial data cable. In this configuration, the wand failed to pass the electrical test as it was consuming too much current. After the serial data cable was substituted and the shielding material was removed from the upper case half, the programming wand performed according to functional specification. The manufacturing records were reviewed which did not reveal any anomalies. The distributor reported that the wand was not opened but the physician didn¿t tell them if they opened the wand.

Manufacturer narrative:
Analysis of labeling performed. Device manufacturing records were reviewed. Review of manufacturing records confirmed no anomalies with the wand prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Brand name; common device name; model #, serial #, lot #, other; device manufacture date; corrected data: additional information was received which changes the product the event was reported on.